Event description:
It was reported that episodes of noise reversion had been noted on the pulse generator. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.